Event description:
It was reported, the patient had not recharged his ipg in over 18 months. It was also reported, the programmer and charger could no longer communicate with the ipg. An sjm representative attempted to troubleshoot the issue but was unsuccessful. As a result, the patient's ipg was explanted and replaced with a different model.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.